Event description:
A customer reported a medical event occurred due to not receiving their replacement adc device. Initially, it was reported that the device did not turn on when the button was pressed or when the test strip was inserted. A replacement device was ordered however, the customer did not receive it, therefore, was not able to monitor their blood glucose. The customer experienced hot flashes, dizziness, tiredness, and a loss of consciousness and was administered insulin (type/dose unknown) injection by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.